Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was relocated above the waistline, resolving the issue.